Event description:
Procedure: thoracic case. According to the reporter: the device would not transfer the needle from one side to another. The surgeon opened a new device. There was no pt injury. There was no unanticipated tissue loss. There was no unanticipated tissue damage.

Manufacturer narrative:
(B)(4).